Event description:
A report was received that a memory lens had been implanted in the pt's right eye in 1999. The dr explanted the lens in 2001 due to opacification of the lens. The lens was replaced with a cv232 memorylens product; there were no complications reported during the explant/implant procedure. The dr's prognosis for the pt was reported as excellent. The dr did not feel this was lens related.